Event description:
It was reported that during the implantation of the transcatheter aortic valve, a pre-procedural balloon aortic valvuloplasty was performed with a 21mm non-medtronic balloon. The patient developed complete heart block at 80% valve deployment, with measurements of 8mm at the non-coronary cusp and 1mm at the left coronary cusp. Temporary pacemaker support was required, and the valve was successfully implanted with a final depth of 5mm on both the non-coronary and left coronary cusps. At the end of the procedure, the patient was in first degree heart block and continued to be supported with pacing from the temporary pacemaker. The patient was sent to recovery with the pacemaker in place, and monitoring was planned to determine if a permanent pacemaker would be needed.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012992704); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013013467); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.